Event description:
A problem with charging 2 battery packs in his inventory. The sales rep. Reports that when he placed each battery in the charger, the charger produced a solid ready light. Support requested the sales rep. Place wach battery pack in monitor for ten minutes and then try them again in the charger. The results were the same. A replacement charger was provided to the sales rep. When these same 2 battery packs were placed in the new charger, both produced a flashing red charger fault light. Two replacement battery packs were provided to the sales rep.